Event description:
It was reported that the unit failed during use, showing high trans-membrane pressure. The unit was changed out. No reported pt effect and no delay in treatment. It was additionally reported that no clotting was seen but a sudden increase pre membrane pressure with flow impedance occurred. Cdi indicated oxygenator function was unaffected. Other components during this treatment: rotaflow with terumo cdi hemofiltration. (B)(4).